Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that after loading the cartridge with approximately 100 units of insulin, the customer received a minimum fill of 50 units message. Contact was able to successfully load a new cartridge. The customer's blood glucose (bg) level was 219mg/dl and the bg level was to be addressed with a bolus via the pump.